Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that during a prophylactic lead and implantable cardioverter defibrillator (ICD) replacement, the patient received an inappropriate shock because the ICD had not been turned off prior to the surgery. Detection was then disabled and the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned to the manufacturer, but analysis could not be performed due to legal restrictions. If information is provided in the future, a supplemental report will be issued.